Manufacturer narrative:
(B)(4). This lot was manufactured september 23, 2013 to september 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivery after 17 hours. This occurred during patient infusion of an unknown drug. The reporter stated that the device had been filled slowly in the pharmacy while the device was in the vertical position, per procedure recommended by baxter. It was noted that the pharmacist did not prime the set to confirm flow after filling. After the device was observed to stop delivering, the nurse attempted to force prime the device without success. The patient¿s therapy was prematurely terminated. There was no patient injury or medical intervention reported. Additional information was requested and is not available.